Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining the results of 194 mg/dl and 300-399 mg/dl back to back within 10 minutes on the same aviva system. Reporter stated that he self-treated with 15 units of humalog. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that he no longer has the strips, so no product will be returned for evaluation.